Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pregnancy with contraceptive device ('pregnancy (no complications)') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: no heavy periods. No hot flashes. No abnormal vaginal discharge. No dyspareunia. No sexually active, monogamous. No infertility. No frequent yeast infections. No pelvic pain. No contraception. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: left essure coil had migrated into pelvis. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet- events pregnancy, migration of essure device were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.